Event description:
A laser tech reports that during a prk procedure on a pt's right eye, the laser stopped and a low energy message was displayed. The sys would not restart and the procedure was aborted at 5% completion. The pt was sent home to heal and will return at a later date to complete the refractive surgery. No pt harm has been reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).